Event description:
Ascend ureteral dilation balloon catheter burst after being inflated to 12 atm in the patient's ureter. The balloon was removed over the guidewire and a cystogram was performed numerous times. Some minor perforation was noted at the distal posterior tip of the ureter. Instead of the stent being placed after, a foley catheter was inserted. A section of the device did not remain inside the patient's body. Some minor perforation was noted at the distal posterior tip of the ureter. Instead of the stent being placed after, a foley catheter was inserted. A cystogram was performed.

Manufacturer narrative:
A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), specifications, trends and a visual inspection of the returned used and damaged balloon was conducted during our investigation. The visual examination confirmed a balloon burst, approximately 1.8 cm in length starting at the distal marker band, measuring towards the proximal end. The material at the burst folded inward. The catheter tip and shaft appear undamaged except for noted winging of the shaft within the balloon. The rated burst pressure (rbp) of the balloon catheter is 20 atm. The user reported that the device was brought to just above 12 atm, which is under the 20 atm rbp, thus over inflation is not likely in this case. The device is supplied with an instructions for use (IFU); which lists appropriate uses, warnings and precautions, potential adverse events and usage procedures. The IFU states under precautions, "do not exceed maximum rated burst pressure, do not pre-inflate balloon IFU states potential adverse events as, "...over-inflation of balloon could result in trauma to surrounding tissue." Under inflation procedures, the IFU states, "to ensure proper regulation of balloon pressure, use of a balloon inflation device and pressure gauge is recommended." Based on the information provided, we are unable to determine with certainty the root cause for the reported difficulty. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the conclusion of quality engineering risk assessment (qera), additional risk mitigating action is not required at this time.

Event description:
No add'l info regarding pt outcome was provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.